Manufacturer narrative:
A philips field service engineer (fse) went onsite and found that the speaker function of the device was working properly. The unit will be monitored over the next two weeks to ensure no abnormalities occur. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Section e reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mp5 indicating that there was a speaker dysfunction. It was further clarified that the speaker did not function. The device was not in use on a patient at the time of the event, so there was no patient involvement.